Event description:
It was reported that the right ventricular (rv) lead had increased threshold. The lead was capped and replaced during a routine device replacement procedure. It was also reported that after the replacement procedure, the new rv lead had intermittent loss of capture. The lead was repositioned and re-attached to the new device however loss of capture persisted. The lead was checked with an analyzer and found to be functioning normally so it was re-connected to the device; loss of capture still persisted. The physician suspected a header or set screw issue with the new device, so the device was explanted and replaced and the rv lead was re-connected and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was returned and analyzed with no anomalies found. Concomitant product : 4524-53 lead implanted: (B)(6) 1993. (B)(4).